Event description:
During a bariatric duodenal switch procedure, only one side of the staples formed. Used a device of a different product code to manually staple the non-stapled side. There was no patient consequence.